Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v796194, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. No stimulation sensation was noted. There was an issue regarding impedance. There was reading >4000 ohms on some of the bipolar pairs. The patient had been having increased leaking and not feeling stimulation for the past 3 weeks. No reporting of fall, trauma or any medical procedure done. Default electrode impedance tested at 1v/210pw: c0: 1160 ohms c1: 1087 ohms c2 :1087 ohms c3 : 535 ohms 01: >4k ohms 02: >4k ohms 03: 1450 ohms 12: 1122 ohms 13: 1122 ohms 23: 1087 ohms retest electrode impedance at 1.5v/300pw: c0: 1160 ohms c1: 1067 ohms c2: 1087 ohms c3: 535 ohms 01: >4k ohms 02: >4k ohms 03: 1450 ohms 12: 1122 ohms 13: 1122 ohms 23: 1087 ohms the patient was programmed on program 2 at 5.8v and was not feeling any stimulation and continued to have leakage for the past 3 weeks. Ins battery longevity estimated at 9-16 months reprogramming done 210pw/14hz c+3-: 6.5v: no stim program 1. 3-0+: 3.0v comfort in perineum area. Program 2. 2-3+ 3.0v comfort in perineum area. Program 3. 1-3+ 4.1v comfort in perineum area c+1- 4.5v nothing. 5.1v comfort in perineum area. Program 4. C+2- 3.5v comfort in perineum area. If additional information is received, a follow up report will be sent.